Event description:
It was reported through a merlin.net transmission that the right ventricular lead exhibited far p-wave oversensing, variable r-wave amplitudes, and variable capture threshold. The lead was found to be dislodged. The lead was explanted and replaced. The patient was fine following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.